Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having ventricular tachycardia (vt), and mean blood pressure was around 40 millimeters of mercury (mmhg) at the pump speed of 5200 rotations per minute (rpm) and intravenous (IV) milrinone at 0.3 micrograms per kilogram. The pump speed was adjusted and milrinone was increased. The patient had already been on IV amiodarone. Log files were submitted for review and showed the pump set speed was 5500 rpm not 5200 rpm as reported. The event file was mostly filled with pulsatility index (pi) events. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. The patient had vt again on (B)(6) 2024 and experienced low flow alarms. Log files were submitted for review and captured a momentary low flow event on (B)(6) 2024, previously recorded data from (B)(6) 2024 had been purged in the history and replaced with newer data. There did not appear to be any type of external equipment issues causing these events.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events. According to the account, the low flows were due to the reported arrhythmia. The system controller event log file contained events from (B)(6) 2024 through (B)(6) 2024, per the timestamps. Transient low flow faults were captured; however, the faults did not last long enough to trigger a flow hazard alarm. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system, section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having non-sustained ventricular tachycardia (vt). The patient was asymptomatic. The arrhythmia resulted in a drop in pump flow and blood pressure. It was noted that the patient had a history of vt arrhythmia pre-left ventricular assist device (lvad). The patient was provided titration of medication. Low flow alarms resolved by controlling the vt.